Event description:
Patient rep called back and repeated information from previous call and that patient was fully charged. Caller stated that the charge session went smoothly with no error messages or interruptions; caller added the patient started at 3:25pm and finished charging at ten to 4pm and the controller was at 30% and the implant was at 100%. Caller noted that they had called mdt rep april about this issue because it has happened 3-4 times and they were advised by the rep to do controller resets. Caller mentioned that charging takes a long time; agent advised the caller to monitor the issue because everything was working as intended. Caller mentioned that the patient has 2 stimulators and was asking about potential interference; agent reviewed information. Caller noted that the second implant was for incontinence and is non-rechargeable. Caller stated that they will monitor the issue for a few days and call back if the issue persists. Patient representative called back and repeated the same issue. Additional information was received stating it took two hour after 50% charging to charge up, didn't reach 100%. This is happening recently, and happened three times very erratic. Sometimes charged 100% in an hour time. Caller stated the implant is still taking 3-4 hours to fully charge to 100%. Caller repeated that the patient also has a bladder stimulator, and they hope that's not interfering. Caller confirmed the implant recharges with excellent quality. Caller confirmed the controller charges properly. Caller noted they were sent a letter in regards to their previous calls, and they mailed it back. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller and pt were extremely hard for agent to understand clearly throughout the call. The reason for call was for the past five to six days, when trying to recharge the ins, the ins wouldn't charge. Caller said that they had reset the controller, but now the issue was happening often. Caller then placed the pt on the phone. Pt said that when recharging the ins, the ins would stop charging at 50% even after two hours. Caller saw no apparent damage to the equipment. Agent had the caller reset the controller. Caller initiated an ins recharging session. Caller saw the batteries screen with the controller at 40% and the ins at 80% with recharging excellent indicated. Pt then said that it would take two hours to charge the ins fully after 50%. The equipment was working/ins was recharging as intended during the call. Agent reviewed best recharging practices with the caller/pt. Agent advised them to monitor the equipment/ins recharging and call ps back if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.